Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: during use, the "disconnection on ventilator side" alarm occurred frequently. Therefore, we discontinued use and replaced it with another c1. No health hazard. When the local staff took back the c1 and checked it, the phenomenon reproduced. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: during use, the "disconnection on ventilator side" alarm occurred frequently. Therefore, we discontinued use and replaced it with another c1. No health hazard. When the local staff took back the c1 and checked it, the phenomenon reproduced. No patient harm or consequences.